Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock that would have contributed to the pump being unable to fully lock. This evaluation could not conclusively determine when or how the latch became bent out of specification. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft, sealed outflow graft bend relief, and modular cable were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Initial visual inspection of the cuff lock found no anomalies with the locking arms. The latch arm was observed to be bent inward and upward. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that only the latch arm was deformed. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The pump was reassembled, and engagement testing was performed using a test apical cuff. This testing revealed that the bent latch arm did not allow the cuff lock to be fully engaged. This made it possible to disengage the cuff lock by hand, without any assistance from the unlock tool. This also allowed for the cuff lock to be positioned so the anti-rotation features did not meet, resulting in the apical cuff rotating more easily within the lock. Although this evaluation could not conclusively determine when the latch arm became bent out of specification, it is likely that the damage occurred during attempts to engage the pump to the mini apical cuff during implant. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for mlp-042758 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (IFU). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including inserting the pump in the ventricle. This section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump locking mechanism was damaged during the implant procedure. The pump was exchanged. It additionally was reported that a low flow software request was made due to a right-side systemic ventricle. Additional information was later provided that the patient passed away on (B)(6) 2024 due to vasoplegia and liver failure. Related MFR 2916596-2024-00972.